Manufacturer narrative:
Manufacturer report no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to system error 601 "sharp code corrupted" during use and while charging" at power up. Evaluation determined that the processor printed circuit board (pcb) was the failing component. The processor pcb was replaced.

Event description:
It was reported that a spectrum pump displayed system error 601 "sharp code corrupted" during use and while charging. It was also reported there was no patient injury.